Manufacturer narrative:
Continuation of d10: product ID: 3389s-40, lot# va1agcj, implanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va1agcj, implanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2016, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), ubd: 13-jul-2019, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: (B)(6), ubd: 13-jul-2019, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(6), ubd: 12-jul-2020, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(6), ubd: 29-sep-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative (rep) reported impedance of greater than 5k ohms (orange) for monopoles on both hemispheres, but the impedance for bipolar configuration was around 2k ohms. Rep said the healthcare provider (hcp) had the neurostimulator in the pocket and when it didn't work, hcp added saline fluid. Rep was considering getting another neurostimulator. Hcp chose to implant the patient with the opened battery and did not open another battery to test. They ran stim through the electrodes and still they showed up as over 5k only on monopolar (on both leads, left and right). They pushed down on the skin in the pocket to make a better connection, the physician filled the pocket with saline to help with the conductivity with the can, with no difference of a result. Additional information was received reporting they were not sure which medtronic device was causing the impedance issue. The only trouble shooting they could do was to open a new battery and they did not do that. The cause of the impedance issue was not determined. Actions taken in attempt to resolve the impedance issue included they ran stimulation through those electrodes, filled the pocket with sterile saline as a conductor and placed the battery in there to test, pushed down the tissue over the ipg to make sure there was a connection with the can of the battery (meaning the connection to the outside of the battery), took leads out and wiped them down, swapped leads in the channels, all of this did not effect the results of the impedance test. The impedance issue did not resolve. The bi polar are still reading ¿caution¿ high impedances on only the mono-polar settings. This information has been confirmed with the physician.